Event description:
It was reported that, "when dr. (B)(6) was trying to separate the proximal body and distal stem, the instrument broke. It never separated the two components. We used the mcreynolds adaptor and the slap hammer and pulled the stem out whole."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.